Manufacturer narrative:
One suspected product was returned for evaluation. A review of the lot history records was performed, and no nonconformities were identified that could have contributed to the reported complaint. The device underwent visual inspection, and no additional damage or anomalies were observed. Functional testing was conducted to evaluate the reported occlusion. An occlusion test was performed on the returned sample in accordance with the manufacturing procedure using a hydrostatic pressure pump. The test confirmed an occlusion within the tubing set. The tubing set was subsequently re-primed with dyed water using an ICU medical-provided syringe. Further evaluation localized the occlusion to the tubing-to-buckle bond area immediately proximal to the needle. Upon closer inspection, a solvent membrane was observed within the needle lumen. Based on the investigation findings, the reported complaint of an occlusion was confirmed. The probable cause of the issue was determined to be a solvent application error during the manufacturing process.

Event description:
The device was returned as it was reported that the pwd contacted support to report a line blockage. The results of the investigation confirmed that an occlusion in the tubing set. There was patient involvement however, no patient harm or adverse effects were reported.